Event description:
Additional information was received indicating that the error code was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H2: additional information: see a1, b5 and h6 (patient code). H3: one cadd solis vip pump was received with the battery door damaged and contaminated. The event history log was reviewed and there were "system fault 41,622" and "air in line detected" alarm messages. A functional check was performed and the reported issue was able to be replicated. During testing and inspection, the device was found to have an error code 41622 on the screen display and alarmed air in-line when a cassette was attached. The error code 41622 indicates a problem with the motor. It was found that a faulty motor was the cause of the issue and there was a defective air detector sensor. Therefore, the motor and air detector sensor will be replaced to resolve the issue.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited system failure and error code 41622. No patient involvement.